Event description:
Related manufacturer reference number: 2017865-2023-20959. It was reported that an increase in the capture threshold and pacing impedance was observed on the right ventricular (rv) lead. During the revision procedure, insulation damage was confirmed on both the rv and right atrial (ra) leads. The rv and ra leads were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.